Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the pt was implanted with three gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B)(6) 2010, a follow-up computed tomography revealed a possible type ii and/or type iii endoleaks. On (B)(6) 2010, the pt underwent a reintervention where an aortic extender component was implanted, resolving a proximal type I endoleak. No other endoleaks were noted.